Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized twice due to diabetic ketoacidosis. Customer stated that the first hospitalization occurred in 2008 and the second was either in 2011 or 2012. No further details were provided.